Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Baxter's tsc assisted the hp in ending therapy early. While discarding supplies, the hp noted a leak in the tubing where the tubing attaches to the chambers on the cassette of the homechoice set. The specific line in which the actual leak occurred is unknown. This was the initial use of the homechoice set, and nothing unusual was noted with the overpouch or carton in which the cassette was delivered. Therapy was completed by setting up with new supplies. No patient injury was associated with this incident, however, prophylactic antibiotics were administered as a result of this incident.